Event description:
The customer called and needed assistance with doing their first set change. It was indicated that the customer did not rewind the pump and was still connected when customer pressed the reservoir in the reservoir compartment. It was conveyed that the customer had infused a large amount of insulin by accident. The customer had contacted a neighbor to take customer to the e.r.. No further details.